Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unknown. It was reported that the aortic neck has dilated and the stent graft migrated. The physician requested a talent aortic cuff. No additional clinical sequelae were reported and the pt is fine.